Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate therapy. Three burst of anti-tachycardia pacing (atp) and two shocks were provided for an atrial driven rhythm. Technical services (ts) reviewed the data and found that there was undersensing on the right atrial (ra) channel, as a result, the device interpreted the rhythm as a true ventricular tachycardia (vt). Sensitivity adjustments on the ra were recommended. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update the initial reporter information. The local area sales representative was contacted for additional information as the physician's name involved in the treatment. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information as the physician's name involved in the treatment. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate therapy. Three burst of anti-tachycardia pacing (atp) and two shocks were provided for an atrial driven rhythm. Technical services (ts) reviewed the data and found that there was undersensing on the right atrial (ra) channel, as a result, the device interpreted the rhythm as a true ventricular tachycardia (vt). Sensitivity adjustments on the ra were recommended. No additional adverse patient effects were reported. This crt-d remains in service.